Event description:
Physician reported a right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(Phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, and underweight. A microscopic analysis was performed which identify a broken sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken .